Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called to report a hospitalization due to low blood glucose. The paramedics were called to treat the blood glucose of 22 mg/dl. Customer was treated with glucose gel and orange juice. Customer also stated that the drive support cap is protruded. Advised that the insulin pump will be replaced. Nothing further reported.